Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that poor communication occurred due to flood from the scratch on the cable, and e216 error occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation could not replicate the reported malfunction. Evaluation did find the following: flawed camera cable, a flooded cable, and the unique device identifier label could not be read. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had poor communication and an e216 scope communication error message was displayed. The issue was found during preparation for use before an unspecified diagnostic procedure. The procedure was completed with a similar device. There was a slight procedural delay reported, but there were no reports of patient harm.